Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Called (B)(6) in regards to a 8015 255-32784-275 error email she sent. Initially the 8015 unit had a watch dog error reported on it. Part of her troubleshooting she ran battery reconditioning. During reconditioning, the 8015 went to a 255-32784-275 error and the unit was hot to touch. Asked if they were using a alaris battery and she believes they are. Recommend to check the battery to make sure it was an alaris battery. Also to send in a unit for a level 2 repair, due to this may have multiple problems. The watchdog error and 255-32784-275 may have been caused due to a logic board failure. The unit heating up may be due to a faulty power supply processor board or the discharge resistor. Biomed will take a look at the battery and setup a RMA online.